Manufacturer narrative:
(B)(4). For 4 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 4 of the reported events, the bag to vent switch was replaced. For 1 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced mechanical problems. 3 units were reported for malfunction of the bag to vent switch preventing selection of the desired mode of ventilation, 1 unit reported for a malfunction preventing the selection of the desired mode of ventilation, and 1 unit reported for a malfunction of the bag to vent switch not initiating mechanical ventilation when selected. These reports were received from various sources. Of the 5 events, 4 did not involve a patient, and 1 did involve a patient. There was no patient information available.